Manufacturer narrative:
The device was evaluated by the facility technician and pride rep. The device was reprogrammed and the device is working properly.

Event description:
Claims end user hit closet wall and continually pressed the joystick and broke her tibia. Constant pressure on the wall, no back and forth.